Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced. Therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported stimulation ceased approximately 2 months ago and the scs system was last charged on (B)(6) 2015. Reportedly, the patient programmer is displaying a communication error message. Subsequently, the sjm representative met with the patient to confirm the issue and discovered the patient was frequently recharging. As a result, surgical intervention may be undertaken as the next course of action.